Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a critical pump error alarm on the insulin pump. Customer stated that he was lying down in bed when the issue occurred. Customer stated that he went skiing but did not fall down. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error was noted during testing. Device received with minor scratched display window and case.